Event description:
It was reported that this right ventricular lead exhibited elevated threshold and a micro dislodgement was suspected. This lead was explanted and was successfully replaced. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular lead exhibited elevated threshold and a micro dislodgement was suspected. This lead was explanted and was successfully replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.